Manufacturer narrative:
Medtronic requested additional information regarding the water source and cleaning protocols the facility was using with the bio cal, but no response was received.

Event description:
Medtronic received information that during setup of this bio cal heater/cooler instrument the add water alarm was on with water in the tank. The instrument was replaced with a backup. There was no patient involvement in the event. Medtronic service depot personnel assisted the customer with an order for a replacement liquid level sensor. The hospital bio med planned to perform the instrument service. Medtronic requested additional information regarding the water source and cleaning protocols the facility was using with the bio cal, but no response was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.